Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap sigmoidectomy, the 1st device became not to be activated during use. When the blade was touched by hand, it was broken off. The 2nd device was not activated. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.